Event description:
A dialysis facility reported that there was a unit wide high conductivity (greater than 15) alarm when they set up all 9 machines in the morning. The tech watered down the centrally delivered bicarbonate solution and the conductivity dropped to about 13.4-13.5. Dialysis treatments were initiated. They do not check ph or verify conductivity with an external meter. The pts complained of cramps, nausea, vomiting and/or hypotension. One pt was admitted to the hosp and 6 pts became asymptomatic on the first shift; two were admitted and 7 became symptomatic on the second shift. Two pts who were admitted to the hosp were dialyzed on the same machine. The three pts were either admitted to the hosp later that day or the next day. The nurse supv does not have any info on the other two pts since they were dialyzed on that day only due to a power failure at another facility.